Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) had error 353.7200 in the error logs. He would like to know what he needs to do. 8110 syringe sn (B)(4). Case resolution: I recommended (B)(6) to run basic infusion test on the syringe module. If he can replicate the error, he will clean the linear sensor or replace housing carriage assy. If nick can not replicate the error, he will complete test/pm on the unit and put it back in circulation. (B)(4).